Event description:
Event description guidant received information that prior to implant, initial capacitor reformation of this implantable cardioverter defibrillator (ICD) brought the gas guage to about 90% and the second cap reform brought it to an elective replacement indicator (eri). The guidant sales representative mentioned that it was cool in the car, but not that bad.